Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to t-wave oversensing. Additionally, noisy signals were noted. Technical services (ts) was consulted and discussed stored episodes, with further in clinic examination for the device placement recommended. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information from the filed indicates x-ray imaging was performed and the device was reprogrammed to turn therapy off. No further information is available from the field. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to t-wave oversensing. Additionally, noisy signals were noted. Technical services (ts) was consulted and discussed stored episodes, with further in clinic examination for the device placement recommended. This s-ICD remains in service. No additional adverse patient effects were reported.